Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during a procedure using a 7-900-115 hyfrecator 2000, fire occured while removing a skin cell. The fire was contained, and no injury to the patient or the staff was reported. The procedure was completed with a 3 minute surgical delay. Although multiple attempts have been made, no additional information regarding patient status or procedure has been provided. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
Although multiple attempts were made, no information regarding the patient status or procedure was made available. The device was not returned for evaluation and no photographic evidence has been provided; therefore, the reported failure could not be verified and a root cause cannot be determined. The service history of this device was reviewed and no data was found. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. A two-year review of complaint history revealed 2 other similar complaints for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. The instructions for use advises the user of the following. Electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide, or in oxygen-enriched environments. The risk of igniting flammable gases or other material is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site, whether they are present in the form of an anesthetic, life support, skin preparation agent, or are produced by natural processes within body cavities, or originate in surgical drapes, tracheal tubes, or other materials. This issue will continue to be monitored through the complaint system to assure patient safety.